Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported an occlusion alarm occurred right after the cartridge alarm 1. A supply change was performed to address both issues and the customer observed insulin leaking from the cartridge. The customer's blood glucose (bg) level was 424mg/dl and a correction bolus was delivered to address the bg level. During a follow-up, the customer's bg level was 217mg/dl.